Manufacturer narrative:
Batch review performed on 23 march 2023: lot 2010231: (B)(4) manufactured and released on 10-feb-2021. Expiration date: 2026-01-28. No anomalies found related to the problem. To date, all the items of the same lot have been sold without any similar reported event in the period of review. Clinical evaluation performed by medical affairs director: shortly after one year following primary tkr in a valgus patient, the tibial component gets loose and the patient develops instability. Correction is lost and the surgeon decides to revert to a constrained device, which most probably indicates that also the collateral ligaments were not reliable anymore. We cannot establish the root cause for this event; it is likely that disease progression, in terms of secondary ligament laxity, played a significant role. The tibial baseplate subsided medially, we cannot tell if this was caused by lack of cortical support, maybe linked to insufficient coverage, or to cement problems. We have no reason to suspect a faulty device at the origin of this adverse event.

Event description:
Revision surgery for tibial tray loosening. Tibial tray subsidence (generated after loosening) was found in the knee. At about 1 year and 6 months post primary the surgeon revised all the devices and implanted a gmk hinge system.